Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was cracked after being dropped. Blood glucose level at the time of the incident was not provided. The customer also reported that the device had an off/no power alarm and a circle on the display. The customer declined to have the insulin pump replaced or return the device for analysis.